Event description:
It was reported that clotting occurred immediately after collection with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the sample was clotting immediately after blood collection.

Manufacturer narrative:
. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for clotting with the incident lot was not observed. Additionally, evaluation of the customer used samples was performed and clotting was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that clotting occurred immediately after collection with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the sample was clotting immediately after blood collection.